Manufacturer narrative:
(B)(4). Batch # t5df0z. Device analysis: the analysis results showed that one xr30v reload was received damaged, as the rear cap was broken off and fully loaded with staples. No functional test was performed due to the condition of the device. It is possible that the reload was not loaded correctly. To reload the device, the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated and a click is heard. If the instructions are not followed, the reload may became damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested but unavailable: did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, while loading the xr30v it was broken piece by piece. It's unknown if there were any patient consequences. No additional information is available at this time.